Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6) 2010. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; vaginal pain; pelvic pain; diff bowel; incont not pres; rec incont; aggrav incont; damage; surgical interventions: on (B)(6) 2013 the patient underwent further surgery under general anesthesia for the following purpose: cystoscopy intravesical botox injection. On (B)(6) 2014 the patient underwent further surgery under general anesthesia for the following purpose: investigate and note eroded mesh. On (B)(6) 2015 the patient underwent further surgery under general anesthesia for the following purpose: cystoscopy transurethral resection/suture. On (B)(6) 2018 the patient underwent further surgery under general anesthesia for the following purpose: cystoscopy r/o mesh/calcification. On (B)(6) 2019 the patient underwent further surgery under general anesthesia for the following purpose: cystoscopy holmium laser eroded mesh.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.